Event description:
It was reported the nose board has burnt contact points. The event timing was during cleaning. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the most recent repair record determined the unit was found to have a damaged nose board with burnt contact points and was giving comm errors. The coupler nose board was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.